Event description:
It was reported that the customer was receiving error alarms after changing the batteries. It was stated that the customer did not realize that the settings were erased and she does not know how to reprogram the basal rates. The customer's blood glucose was elevated and customer was hospitalized.